Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced difficulty converting ventricular fibrillation (vf). Four shocks were required to convert the rhythm and the patient experienced symptoms of pre-syncope and syncope. The patient was seen in the hospital and the physician felt that the system placement was not optimal and may have been a factor. The patient was given a lifevest and a revision procedure was being considered. Additional information was requested, however, no further information is available at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 used to capture the surgical intervention.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced difficulty converting ventricular fibrillation (vf). Four shocks were required to convert the rhythm and the patient experienced symptoms of pre-syncope and syncope. The patient was seen in the hospital and the physician felt that the system placement was not optimal and may have been a factor. The patient was given a lifevest and a revision procedure was being considered. Additional information was received that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Patient code 3191 used to capture the surgical intervention.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.